Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8190578. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle length error occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "issue: spouse reported her husband thinks these needles are longer, incident date-unknown, spouse does not know how many of the needles used were longer. Sample discarded. Item: 328411, lot# 8190578, expiration date-2023-07-31. Issue: bent -spouse reported needle bent during injection on skin, sample discarded. Incident date-unknown, spouse is not sure how many times it has occurred. Item: 328411, lot# 8190578, expiration date-2023-07-31. Spoke to the consumer verified the syringes capacity 1ml, 12.7mm g30g. He does not think the doctor has changed the prescription of the syringes, but he thinks this is longer. He has been getting it from the pharmacy. He is 90 years old, he has been a diabetic for long. Consumer uses new syringes each time of his injection, he and spouse removes it straight out of the needle shield. Advised to save the sample if re occurrence. Offered to send the replacement." 1 of 3 complaints.